Event description:
It was reported "blood was found in helium pathway. Change the new catheter. When water is injected into the balloon air channel with a syringe, the balloon membrane remains dry and does not leak. However, red bloody water drips from the tip of the central lumen. After flushing, a clear fracture in the central lumen becomes apparent.". Additional inforamiton states tha the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the male connect-or from the short driveline tubing including the one-way valve was noted disconnected and was not returned with the sample. The bladder was fully unwrapped. The iabc central lumen was noted damaged, consistent with being broken at approximately 1.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The customer submitted photos were reviewed. In the photos, the iabc central lumen was noted damaged/broken near the iabc distal tip. In the photos, blood was confirmed present within the iabc helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system docu-ment. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation, which is consistent with the previously confirmed broken central lumen. A lab inventory short driveline tubing was connected to the iabc bifurcate. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previ-ously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the previously noted central lumen break. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the previously noted central lumen break. A device history record (DHR) review was conducted for the lot num-ber with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "blood was found in helium pathway" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip, which allowed blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "blood was found in helium pathway. Change the new catheter. When water is injected into the balloon air channel with a syringe, the balloon membrane remains dry and does not leak. However, red bloody water drips from the tip of the central lumen. After flushing, a clear fracture in the central lumen becomes apparent.". Additional inforamiton states tha the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).